Event description:
Tech alleged that the head of the bed was drifting down with weight in the bed.

Manufacturer narrative:
Tech found the right side CPR cable was too tight and was partially engaging. Tech adjusted the CPR cable tension to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.